Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled for a device upgrade procedure as this device had triggered the elective replacement indicator (eri). During this procedure, the physician elected to implant a medtronic system, however, this was not possible due to different patient conditions. Subsequently, this device was placed again on the patient even though it had triggered already the elective replacement indicator (eri). Moreover, the patient was scheduled back to a replacement procedure with a downgrade to a pacemaker. For this reason, the right ventricular (rv) lead was capped as well. This product is not expected to be returned. No additional adverse patient effects were reported.